Event description:
It was reported that the right atrial (ra) lead had high impedance and a possible fracture. The ra lead was reprogrammed from bipolar to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr implantable pulse generator (B)(6) 2006. (B)(4).